Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of telemetry issues, it passed functional and systems tests however it was noted that its cable was contaminated and it was replaced. (B)(4).

Event description:
It was reported that the programmer had telemetry issues and it was indicated that there was intermittent contact. It was further reported that the display screen was cracked. Follow-up indicated that it could not be definitively determined that the radiofrequency programmer head had been changed out in order to eliminate it as a possible source of the telemetry issue. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.